Event description:
It was reported that syringe s2 5ml 23ga 1-1/4in bd china had foreign matter in the barrel. The following information was provided by the initial reporter: impurity was found in the barrel when it was used on october 30th.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 1903122. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. Through examination of the retained samples, no signs of foreign matter or defects were observed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 5ml 23ga 1-1/4in bd china had foreign matter in the barrel. The following information was provided by the initial reporter: impurity was found in the barrel when it was used on october 30th.